Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on august 28, 2019. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G4 (date received by manufacturer). G7 (indication that this is a follow-up report). H2 (follow-up due to additional information and device evaluation). H3 (device evaluated by manufacturer). H4 (device manufacture date). H6 (identification of evaluation codes 10, 11, 3331, 213, 22). Method code #1: 10 - testing of actual/suspected device. Method code #2:11 - testing of device from same lot/batch retained by manufacturer. Method code #3: 3331 - analysis of production records. Results code: 213 - no device problem found. Conclusions code: 22 - known inherent risk of device. The visual inspection of the complaint sample was performed, in which no anomalies were noted anywhere on the device. It was set up on a drive motor and primed with a normal saline solution circuit. The rpm was set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. A noise was briefly heard (less than 15 seconds) during the 1200rpm interval, otherwise no other anomalies or abnormalities with the functionality were observed during the test. A retention sample from the affected product code/lot number was obtained and tested the same way with no noted sound anomalies. No performance issues noted as well. The noise was not able to be fully replicated on the complaint sample; however, the issue experienced by the customer is likely due to an abnormal interaction between the seal rotor and stator surfaces. A noise was able to be heard from the pump in the 1200rpm interval, however, the noise lasted less than 15 seconds. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during pre cardiopulmonary bypass, a noise was observed from the delphin pump when it was set greater than 1500 rpms. No patient involvement. Product was changed out. Procedure was completed successfully.